Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a high-energy endo-therapy accessory such as laser, high frequency, was used without sufficient distance from the distal end section of the scope. The event can be detected/prevented by the following instructions for use which state: operation manual_ using endotherapy accessories_ high-frequency cauterization treatment olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited burnt mark on distal end. There were no reports of patient involvement.